Event description:
A customer reported that an abbott diabetes care (adc) device sensor was applied and the needle of the applicator of adc device stuck in the customer's skin. The customer experienced bleeding, hematoma, and was unable to self-treat. A non-healthcare professional removed the needle from customer's arm, disinfected the area with chlorhexidine because of the bleeding for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.